Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. Injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection technique or injection procedure per se may have contributed to the events. Further follow up is required in view of poor response to treatment. The reported events are addressed in the label. The case was considered fulfilling seriousness criteria due to the hospitalization and the medical intervention required to prevent permanent damage to body structure or body function. No evaluation of the device could be completed as the device was not made available to the manufacturer.

Event description:
A report (B)(4) was received 13-jul-2016 from the injecting physician. The physician reported on (B)(6) 2016, (B)(6) female patient was given a total of 2 ml of restylane lyft with lidocaine bilaterally into the cheeks. Approximately 3 weeks later the patient started to have red painful lumps, first on the left side, then on the right. Approximately 1 week later towards the end of may, the patient notified the physician and was prescribed an antibiotic. Approximately 5 days later, the patient was not better. The physician referred the patient to see a dermatologist who treated the left side with hyaluronidase, performed an incision and drainage (I & d) and prescribed an antibiotic. The patient did not have a follow up appointment and contacted the injecting physician during the memorial day weekend. She was advised to go the e.r. Because the condition continued to get worse. The plastic surgeon at the hospital admitted the patient into the hospital. She was given another I & d and received an infectious disease consult. The patient was started on IV vancomycin and ceftriaxone. She was brought to the o.r. And had the wounds drained and packed under anesthesia. The patient was discharged to go home after spending approximately 1 week in the hospital. She was discharged on bactrim. As soon as the course of bactrim was completed, the condition again became worse. She was placed back on bactrim. The injecting physician is in a quandary over what the cause of this infection is. The I & d cultures were unremarkable showing scant amounts of staphylococcus epidermidis and propionibacterium acnes and were negative for mycobacterium avium complex (mac) and (B)(6).